Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device no longer inflating or deflating as intended. The pump remains flat and was not resolved with troubleshooting. The patient is uncomfortable with the idea of a procedure, so there has been no surgical intervention at this time. There were no patient complications reported.